Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, during the placement of the arterial sheath, the 0.035" enroute guidewire tracked back, causing a dissection in the common carotid artery. The physician placed an additional stent to address the dissection. The procedure was completed successfully with no further issues.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.